Event description:
Attempts were made to administer shocks to a pt diagnosed in cardiac arrest. After three shocks had been administered to the pt, the device allegedly displayed a connect cable warning message and use of the defibrillator was inhibited. A backup ambulance was called for. The pt was not resuscitated.